Manufacturer narrative:
The technician found the head section would run down electrically but not with CPR. The technician replaced the sticking valve to repair the bed.

Event description:
Info received indicates CPR will not engage due to a sticking valve.